Event description:
It was reported by the customer the device was used in an unknown procedure. It was reported the gasket of the 511sd trocar is missing, and presumed in the pt. The case is still going on. The rep was notified to follow-up. 01/28/2000 additional info from rep. During introduction of the mesh material during a laparoscopic hernia repair, the outer gasket dislodged. The mesh material was unrolled intra-abdominally and affixed. The gasket component was searched for, both intra-abdominally and the exterior of the trocar site. An x-ray was performed and resulted in no finding of the gasket. The trocar was removed and another trocar was used to complete the case.